Event description:
The customer reported that he went to urgent care for treatment of a high blood glucose of 500 mg/dl. The customer stated that he was asked to stay at the hospital for further treatment, but he left after getting an injection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.